Manufacturer narrative:
The investigation determined that an unexpected positive vitros ahbs result was obtained from a single sample run during a routine internal test event using the vitros 3600 immunodiagnostic system. Repeat testing of the same sample on an alternate vitros 3600 immunodiagnostic system generated an expected negative vitros ahbs result. The investigation could not determine a definitive root cause. An instrument issue or a reagent issue cannot be ruled out as contributing factors. The investigation is ongoing.

Event description:
An ocd analyst observed an unexpected (B)(6) vitros ahbs result (B)(6) versus the expected (B)(6) result (B)(6) for a single sample run during a routine internal test event using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient results are affected. The (B)(6) vitros ahbs result was not reported to a health professional. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).